Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experienced random uncomfortable stimulation.¿pt reported having a fall where she twisted on 5/21 and ever since then she gets uncomfortable stimulation.¿patient saw physician on friday 6/4 - physician used his clinician tablet to run impedance check.¿physician noticed high impedance on electrode 5 of left lead and removed that cathode from all programs. Patient was unharmed and is currently using her stimulator. The issue was resolved.